Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) and right atrial (ra) lead. Additionally, over-sensing was also seen on the rv lead. The suspected cause of the event was due to rv insulation damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.